Event description:
It was reported that an ilet user experienced persistent difficulty with the pump since initiation, with fluctuating glucose levels while using a freestyle libre 3 plus cgm and an inset infusion set; the user reported hyperglycemia up to 220 mg/dl for 3¿4 hours and a separate hypoglycemic episode to 50¿60 mg/dl for about 1 hour, and proceeded with a factory reset after support and education were provided. Symptoms included hyperglycemia and hypoglycemia. Outcomes included no alerts for sustained severe hyperglycemia, use of oral glucose tablets to treat low glucose, no need for assistance, no medical intervention, and no hospitalization. Investigation included troubleshooting support, education, and guided factory reset. Investigation of this case revealed no device alarms indicating prolonged severe hyperglycemia and successful completion of a factory reset, with cause of the glycemic variability not determined. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.